Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to a retrospective study, 70 cases of minimally invasive distal pancreatectomy was performed between 2012 and 2023. A tri-staple reinforced staple load or competitor product was used for pancreatic transection. The competitor product staple line was reinforced with competitor suture. Complications of postoperative pancreatic fistula occurred in both groups, notably in five of the eleven cases using the tri-staple reinforced staple load. Interventions mentioned included prolonged hospitalization. Enhanced pancreatic transection in minimally invasive distal pancreatectomy: the synergy of slow-firing and staple line suturing kazufumi umemoto  https://doi.org/10.1111/ases.70084.